Manufacturer narrative:
This complaint is reportable to the FDA on the basis of the reporting precedence established for this product family for ¿deployment issue resulting in exposed stent being removed from patient with the delivery system' regardless of the patient outcome. This complaint is in relation to 1 x evo-25-30-10-c device of lot #c1033335. One x evo-25-30-10-c device of lot #c1033335 was returned for evaluation. On evaluation of the returned device, it was noted that upon actuating the handle there was no movement of the device. The safety wire was not returned with the device. The stent was returned deployed and there were no issues noted with the stent. The handle assembly was dismantled during the evaluation by the cirl research & development engineer and it was noted that the flexor had snapped at the shuttle cap. The cirl research & development engineer commented that the flexor was stretched near the handle which would have caused tension. There were a lot of kinks noted at the tip of the sheath. Also, the flexor ptfe was bunched up to a point. The nylon tubing was checked and it was glued correctly. The customer complaint was confirmed as the flexor was broken within the handle. A possible cause of this damage occurring may have been that it was a tortuous anatomy. Another possible cause could be that there was massive pressure and force may have been applied when attempting to deploy the stent. A further possible cause may be stretching because it was the flexor that broke. However, as actual use conditions could not be replicated in the laboratory we cannot conclusively determine the cause of this complaint. Prior to distribution, all evo-25-30-10-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for this evolution device of lot c1033335 did not reveal any discrepancies that could have contributed to this complaint issue. The instructions for use which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". From the information provided, there have been no adverse effects to the patient as a result of this occurrence. The patient had a pre-existing condition of colonic obstruction. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During a normal procedure to release the stent, the physician found the end of stent cannot be fully deployed successfully. The stent was retracted from the patient together with the delivery system. Procedure completed with a new device.

Manufacturer narrative:
This complaint is reportable to the FDA on the basis of the reporting precedence established for this product family for ¿deployment issue resulting in exposed stent being removed from patient with the delivery system' regardless of the patient outcome.

Event description:
During a normal procedure to release the stent the physician found the end of stent cannot be fully deployed successfully. The stent was retracted from the patient together with the delivery system. Procedure completed with a new device.